Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up one day post implant. Loss of capture and failure to sense was observed on the high output in the atrium lead. X-ray revealed that the lead has pulled back into the superior vena cava. The lead was repositioned. The patient was in stable condition.